Manufacturer narrative:
(B)(4). The product sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One (1) opened sample was returned and evaluated. The sample was visually inspected with crack noted. The sample was pressure tested underwater with no leaks detected. This report was confirmed for a crack in the minicap. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. A batch review was not performed due to unknown lot number. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The nurse reported that a crack in the mini cap was noted during use; the patient was trying to connect the cap. A new cap was opened, and the cracked cap is available for evaluation. There was no patient injury or medical intervention reported.